Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a couple of mris three weeks in a row and something might have happened. The patient said they activated MRI mode for each one. The patient also said they were still peeing their pants and they kept their bed wet twice this week. During the call, the patient was able to connect to their settings and saw a message that the system was operating at maximum settings. The patient changed programs and increased the stimulation but saw the same maximum settings message. The patient mentioned they had left a voicemail for the manufacturer representative (rep). The patient was redirected to their healthcare provider (hcp) to further address the issue.